Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device was cracked and leaked. The following information was provided by the initial reporter, translated from chinese to english: when flushing the tube during use, liquid leakage was found. This was due to a crack in the front section of the infusion connector.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2335591. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed.

Event description:
No additional information.